Event description:
The customer reported that the jaws of the device could not be re-opened while applied to tissue. The surgeon resected the tissue adjacent to the jaws in order to remove the device from tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). One used device was returned for evaluation. The jaws were stuck shut with an excessive amount of tissue. The jaws were forced open and cleaned. Once the jaws were cleaned, the device worked normally. The device was latched and unlatched several times with no problem. The device was activated on simulated tissue with acceptable results. The device did not lock onto or stick to the simulated tissue. Although covidien qa confirmed the customer's report, it could not be duplicated with the properly cleaned device. The reported event is most likely due to infrequent or improper cleaning of the jaws of the device.